Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 33 months it was reported that during a normal patient follow-up, this right ventricular lead presented with loss of ventricular capture. The patient did not experience any asystole for more than two seconds due to the loss of capture and is not pacemaker dependent. A revision was performed and this rv lead was explanted and successfully replaced. The device has not been returned and the explant date was not provided.